Event description:
The customer reported that the unit was giving very intermittent "x-ray on error". The customer was still using the unit and hitting "ok" cleared the error. No pt involvement.

Manufacturer narrative:
The ge service rep was unable to duplicate the failure. He looked at the schemas and blocks and determined that the controller pcb and universal node can cause this error, so he replaced the parts. He also replaced a broken handle on the unit.